Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown placement driver was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the product family (IFU/rmf). Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (unknown placement driver) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number could not be conducted for the reported unknown placement driver as not enough information was provided. However, a complaint history search by item number was conducted for zimmer drivers used during placement (rh2.5, rhd2.5, rhl2.5, hx3.0-s & hxl3.0-s & hx3.0d) and one possible ie was found for rhd2.5 lot 63779931 in (B)(4). Further investigation towards the disengaged issue for rhd2.5 lot 63779931 resulted in (B)(4) and scar (B)(4) for the supplier, veridiam. The rhd2.5 is no longer sold by zimmer biomet or supplied by veridiam. Therefore, based on the available information, device malfunction could not be verified for the unknown placement driver and the reported event was non-verifiable as the conditions of the products when they first reached the customer are unknown and functional testing could not be performed on both reported devices.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog number and lot number unknown / not provided. PMA/510(k) number unknown / not provided. Device not returned.

Event description:
It was reported that the implant transfer mount detached and dropped.